Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported that the navigation ring was not moving. There was no patient involvement. Technical support provided remote assistance and advised the customer to replace the front bezel.

Manufacturer narrative:
G4: 24apr2020. B4: 28apr2020. Additional information has been received that the touchscreen was functional at the time that the navigation ring failure was discovered. There were no erratic selections as a result of this failure as the navigation ring was completely unresponsive. No unintended modifications or changes to settings were accepted without user input. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.